Event description:
Product analysis was completed and reviewed for a generator that was indicated to be explanted due to failure to program due to end-of-service condition. The end of service condition was confirmed through testing. A review of the data download from the generator indicated high impedance. The explant date of the device was unknown and therefore it was unknown if the high impedance was detected while the device was implanted or once the device was explanted. No further relevant information was received to date.